Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. The customer's blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Customer was unable to resume insulin therapy after multiple attempts to reload the cartridge due to recurring cartridge alarms. Technical support educated the caller on the proper cartridge loading technique, instructed the removal of the cartridge, and assisted with delivering a bolus, which successfully completed. Despite this, the issue persisted, leading to the decision to send a replacement pump and original cartridge. Support also provided information on utilizing a backup therapy and instructions for returning the problematic pump.